Event description:
It was reported that during implant of the right ventricular (rv) lead, the patient required pacing. There was difficulty implanting the rv lead because the helix of the rv lead had been extended when it was removed from the package, resulting in a short period of asystole during implantation. A temporary pacemaker was used during the procedure. The lead was able to be successfully implanted, without further consequence. The patient was stable following the procedure. There were no adverse consequences.

Manufacturer narrative:
This product is registered as a combination product. Additional information was requested but was not available. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during implant of the right ventricular (rv) lead, the patient required pacing. The rv lead could not be implanted because the helix of the rv lead extended. A temporary pacemaker was used during the procedure. The patient was stable following the procedure. There were no adverse consequences.